Event description:
End-user reported redness with slight bleeding to peristomal skin from 12 o'clock to 6 o'clock position located beneath the wafer. Product has been used for (1) month.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user used stomahesive powder and a no-sting protective barrier to treat the affected site. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a f/u report will be submitted. (B)(4).